Manufacturer narrative:
No belt clip received with insulin pump. No cracks on liquid-crystal display window, however insulin pump received with partial white display due to cracked and bleeding liquid-crystal display glass. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to liquid-crystal display physical damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting. The customer's blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump's screen was cracked and that made it very difficult to read the screen. The customer stated that they were only able to read half of the screen. The insulin pump was bumped and that the damaged occurred when they had the insulin pump on their back pocket due to a broken clip and sat on something. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.